Manufacturer narrative:
(B)(4).

Event description:
It was reported that an asymptomatic patient presented to the clinic for follow-up. Upon interrogation, the atrial lead exhibited under sensing. The physician noted that the under sensing was due to patient anatomy. The lead was repositioned. The patient was stable and would continue to be monitored.